Event description:
Patient with left ventricular assist device (lvad) therapy for 19 months presents with acute right posterior cerebral artery infarct in the setting of inr 2.2 and aspirin 325. Platelet inhibition is appropriately dosed per aspirin (asa) / clopidogrel (clo) blood test. Av is closed. Ldh trends are at baseline. Hgb a1c is 6.0. Stain is already being used. Vad performance is stable. Bp is controlled. This event is particularly concerning due to patient having had 2 separate episodes of transient ischemic attack; both were also in the setting of therapeutic inrs. Patient suffered visual defect and some lingering issues with memory following this stroke.